Manufacturer narrative:
The device is not available for evaluation, however, the customer provided a photo. Investigation is pending.

Event description:
The event involved a transpac® IV monitoring kit that the customer reported the clip connector fell off after draining half of the unspecified liquid. It is reported that the packaging was intact. No additional information was provided.

Manufacturer narrative:
The reported complaint of connector came off was confirmed. No product samples, videos were returned for investigation. However, an image was provided by the customer showing the area of the defect. Similar complaints were confirmed based on the same separation. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during assembly process. The lot history was reviewed and similar complaints with the same finished product lot number were confirmed for the tubing separation.